Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon device used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon devices were used in the esophagus during an esophageal dilation procedure for treatment of a stricture on (B)(6) 2025 during the procedure, the balloon burst at 16.5 mm size. It was reported that no piece of the balloon detached inside the patient. Additionally, the same problem happened on the other cre pro wireguided dilatation balloon device. The procedure was prolonged as a result of these events; however, the amount of additional procedure time could not be obtained and was reported to be unavailable by the customer/account. There were no patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.